Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4).

Event description:
Vesper, j., slotty, p., schu, s., maciaczyk, j. High-frequency spinal cord stimulation for lower back pain in surgery naive patients (10581). North american neuromodulation society 19th annual meeting. 2015. 116. Summary: a multitude of evidence supporting the beneficial effects of spinal cord stimulation (scs) in patients suffering from chronic pain syndromes following spinal surgery has been published in the last decade. Evidence is scarce however for the use of high frequency scs (hfscs) in the treatment of surgery naive patients suffering from lower back pain (lbp). Reported events: 1 patient with spinal cord stimulation (scs) for lower back pain was suspect for a delayed wound infection. The implantable neurostimulator (ins) was revised and microbiology results were sterile, thus no case of infection was noted. The source literature did not include any specific device information. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the products involved in this event were not manufactured by medtronic.